Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter would not power on. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The mss was advised the patient tests her blood glucose 12x daily and manages her diabetes with novolog insulin. The alleged issue began on (B)(6) 2011 at 3pm. It is not known what action the patient took at the time of the alleged issue. About 30 minutes after the alleged issue begun, the patient claimed she felt high blood glucose symptoms of headache, thirsty and pain in her muscles. That same evening, the patient obtained a blood glucose result of "450 mg/dl" with another device. The patient administered self an increased dose of novolog insulin as treatment. At the time of troubleshooting, the customer care advocate (cca) noted there was no misuse of the subject meter and the batteries were recently replaced. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. Given the short time between the onset of the alleged issue and the reported symptoms, it is unlikely the product issue contributed to the reported symptoms. The patient confirmed she was able to continue to test and administered self treatment based on the results from a non-lfs blood glucose meter. However, this complaint is being reported because the alleged power issue remained unresolved.